Manufacturer narrative:
Continued e.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "it was informed that the patient had complaints and discomfort in breasts, asymmetry and deformity", "breast examination report shows signs of intracapsular contracture on the right" and "homogeneously adipose breast. Presence of retroglandular prosthesis, with little compression, with a fold at 2h." Confirmed via ultrasound. Later, physician reported "grade IV = accentuated contracture of the right breast prosthesis." Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been elxpanted.